Manufacturer narrative:
There was no field service requested as the customer determined that the issue was not the console. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that the system shut down during a procedure. There was no pt harm or injury reported. Add'l info has been requested.